Event description:
The customer reported that the images from the patient exam could not be recalled. The patient was exposed, the preview images displayed but no full sized images were saved. The preview images for the exam show up but when the images are recalled, the system displays an error code indicating there was a failure to load the image file.

Manufacturer narrative:
(B)(4). Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).